Event description:
It was reported that the patient was admitted to the hospital due to getting shocked for rapidly conducting atrial fibrillation. During interrogation, the device was found to be and end of life. It was noted that the patient had not a manual device check for almost two years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.